Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the generator board was defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the device evaluation, the cause of the e433 error was due to a defective generator board. An improved generator board was introduced into production in early july 2020. This change occurred after the concerned product was manufactured. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the generator gave a e433, rebooting error. The issue was found during reprocessing. The urinary electrocision surgery procedure was completed using a similar device. There was no delay in the procedure. There were no reports of patient harm.